Event description:
Customer reported a motor error on her insulin pump. The device alarmed motor error multiple times in the morning, during a bolus delivery. Customer also stated she has been having unexplained high blood glucose over the last few weeks. Customer's current blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. She was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.